Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse effects reported. The pacemaker was explanted and then used externally for temporary pacing. Subsequently, the pacemaker was removed from service and a new system was implanted.